Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Case resolution: tech rent 8015ls units and both is having error code with connected error code 255.3278 which has to do with power supply on unit tech will send unit back and get replacement unit. Thank me for my assist.